Event description:
Dsd cqm reports that 90 minutes into treatment the venous line became disconnected from the ash split catheter resulting in about a 200cc blood loss to the pt. Pt is a pyschiatric pt and was thought to have pulled the line out. The use of restraints for further treatments was discussed. The sample was saved however, for analysis. The pt who normally has high blood pressure experienced a drop in blood pressure and 500 ml of saline was administered. Treatment was initiated with a new line and was completed without incident. The pt experienced no further symptoms and was discharged from the unit in stable condition. The 20008h with nvl software set to 20, did alarm. The blood flow rate during treatment was 350ml/min and the venous pressure pre incident was 120.